Event description:
During an acute mi (myocardial infarction). The vessel had a small perforation after the initial pci (percutaneous coronary intervention). When going in with the covered stent (pk papyrus), it became dislodged off the balloon. Several attempts were made to "snare" the stent which was unsuccessful. The patient ended up being transferred for emergency CABG (coronary artery bypass graft).